Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks, gouges and wear on the surface of the bearing component. The femoral component appears to have some scratches to the bearing surface and some bone ongrowth to the porous surface. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. The review identified aseptic loosening. Hemorrhage observed with what appeared to be some metallos in addition to a significant amount of scar on the anterior flange. When the knee was flexed to remove the bearing, the bearing was levered up and the femur "popped off.". No evidence of bony ingrowth on the back of the femur with posterior condyle showing no evidence of lytic areas and with bone intact without defects. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to pain, loosening, dislocation and metallosis.

Manufacturer narrative:
(B)(4). D10. Item#:161474 ;lot#:r2503466a ;item name: oxf twin peg cmntls fmrl md; multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00352. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision due to pain and instability. Due diligence is in progress for this complaint; to date no additional information or product has been received.